Manufacturer narrative:
Based on the information available for assessment, a relationship between the remunitypro system and the patient's expiration cannot be confirmed. Efforts to obtain additional information are currently ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 21-may-2026 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 22-may-2026. It was reported that the patient expired on (B)(6) 2026. No information regarding the specific cause of death was provided.